Event description:
Same journal article as MDR ID: 2134265-2013-03114 and 2134265-2013-02507. It was reported via journal article that during a 12 year analysis of carotid artery stenting procedure some of the patients experienced transient ischemic attacks, minor stroke, major stroke, bradycardia, hypotension, hyperfusion syndrome, vessel spasm and in-stent restenosis. The wallstent carotid stent was used in (B)(4) procedures. It is unknown if any of the wallstent devices were involved in the patient complications.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).